Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled: ¿literature received entitled: "the use of a modular rotating hinge component in salvage revision total knee arthroplasty¿, written by robert l. Barrack, md et al., published the journal of arthroplasty vol. 15 no. 7 2000, was reviewed for MDR reportability on 09/25/2019. The article reviews clinical and radiographic results of revision tka using a second-generation modular rotating hinge prosthesis in 14 knees in 13 patients over a 5-year period with follow-up ranging from 2 to 6 years (average, 51 months). Many patients in the group had multiple previous revisions, and all were considered salvage cases associated with significant bone or soft tissue deficiency. These results were then compared with a control group of 87 patients who underwent revision tka using standard condylar revision components over the same period. One patient was noted to have passed away with no allegations of the device causing the passing. The component used in all the study revision cases was the s-rom modular knee (johnson & johnson orthopaedics, raynham, ma), which is a second-generation modular rotating hinge design. The results noted that the study group with the srom modular knee had more severe bone loss compared with the comparison group. There was a much higher incidence of type 3 femoral and tibial defects, which were relatively uncommon in the comparison group. There was 1 intra operative complication and 1 patient required further surgery. One patient sustained a nondisplaced fracture of the distal femur during canal preparation, which was recognized and treated with cerclage cables. One patient developed patellar subluxation, which was treated with patellar component revision, lateral release, and vastus medialis advancement. In the third patient, the axle of the rotating hinge backed out approximately 5 mm during the first year. This did not progress and patient is functioning well at 6 year check-up. Another patient with severe valgus deformity and instability experienced a partial peroneal palsy post-operatively. This same patient required a lateral gastrocnemius flap for soft tissue coverage at the time of the revision procedure. The article mentions that patient 1, case number 1, was a 74-year-old female who was revised to address aseptic loosening. The patient was reported to have a noiles rotating hinge knee. There were no specifics as to what components were loose. Patient was implanted with an s-rom modular knee. No other specific information on this patient was provided in the article. Patient 2, case number 5, was a 77-year-old male who was revised to address a dislocated tka, chronic quadricep tendon rupture, and mcl insufficiency. The patient was reported to have an lcs knee. It was noted that the patient had a quadricep tendon allograft as well. There was no specific information provided as to what all was revised. Patient was implanted with an s-rom modular knee. No other specific information on this patient was provided in the article. Patient 3, case number 6, was a 70-year-old male, who was revised to address aseptic loosening. The patient was reported to have a noiles rotating hinge knee. There were no specifics provided as to what components were loose. Patient was implanted with an s-rom modular knee. No other specific information on this patient was provided in the article. Patient 4, case number 10, was a 67-year-old male, who was revised to address aseptic loosening. The patient was reported to have a noiles rotating hinge knee. There were no specifics provided as to what components were loose. Patient was implanted with an s-rom modular knee. No other specific information on this patient was provided in the article.